Manufacturer narrative:
(B)(4).no complaint was received with the return of the device. Failure event observed during analysis.final analysis found that the insulation was abraded at 23.4cm to 23.5cm, 28.0cm to 28.2cm, and 48.0cm to 48.9cm from the connector pin, which exposed the outer coil at these locations. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.